Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified alarm. The patient was connected at the time of the alarm. This occurred during peritoneal dialysis therapy. The patient completed therapy using continuous ambulatory peritoneal dialysis (capd). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The reported event was unknown; however, a check patient line alarm was identified during a review of the event history log. A sample evaluation was performed and the event history log review verified the check patient line alarm. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A short simulated therapy was successfully performed. A device history record review revealed no issues that could have caused or contributed to the reported issue. The cause of the condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.